Event description:
It was reported that the battery was at normal end of life and the lead sheath was coming away from the electrodes. The battery and lead were replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v189565, implanted: (B)(6) 2009, (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).